Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one day post implant of the right ventricular (rv) lead the patient presented due to device alert, that revealed rv defibrillator and pacing high impedance. Troubleshooting was performed; physician checked the lead connection and resolved the issue by re-inserting the lead into the device. The rv lead remains in use, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Analyst commented, no evidence of anomalies found. Right ventricular (rv) pace lead impedance was 4047 on (B)(6) 2016 and is coded on associated lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.